Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 20-may-2024, it was reported that the patient faced infusion set tubing detached from connector, which cause the patient blood glucose elevated to around 300 mg/dl. The patient could not even use infusion set due to tubing not attached to connector. The patient replaced infusion set and resumed insulin successfully. No further information available.